Event description:
It was reported that the tandem mobi pump battery would not charge despite attempts to align the pump with the charging pad and use the appropriate tandem charging accessories. There was no adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.